Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009- the pt underwent a repair of a ventral incisional hernia with implantation of a bard composix kugel hernia patch. Due to alleged medical complications with the patch, the pt underwent add'l surgery to remove the composix kugel hernia patch. The attorney's report alleges that the mesh was explanted, however there is no info provided to confirm that any mesh was explanted from the patient. The attorney's report alleges disability, pain, add'l surgery, defective mesh, explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of the device for eval. A manufacturing review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.